Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (3.5mm, self-tapping, stardrive locking screw, part and lot numbers unknown). The subject device was returned for the complaint condition ¿broken postoperatively.¿ the returned screw was implanted as part of a tibial plateau leveling osteotomy (tplo) construct in a four year old canine. Four months after implantation a revision procedure was performed due to a non-union where the complaint conditions were discovered; the revision was successfully completed without patient harm or surgical delay. The returned screw was examined and the complaint condition was able to be confirmed as the screw body was found to have broken from the screw head. The screw had post-manufacturing damage (scratching, worn finish, and worn drive recesses) consistent with implantation and explantation. Relevant drawings for the returned 3.5mm locking screw were reviewed (present revision as part/lot combinations for the returned screw are unknown). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be performed without known part/lot numbers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary event: it was reported that a (B)(6) pound (B)(6) year old canine underwent a tibial plateau leveling osteotomy (tplo) on (B)(6) 2015. A right side 3.5 mm six-hole tplo locking plate and six screws were used for the surgery. On (B)(6) 2016, a revision procedure for nonunion was performed by recutting it and placing a broad plate. Then it was found that a screw was broken and another screw was loose. There was no surgical delay. There were no fragments generated, the broken screw was easily removed with no additional medical interventions required. The procedure was successfully completed; the patient is currently doing well with no complications; healing as expected. There was no human patient involvement. This report is for an unknown screw. This is report 1 of 2 for (B)(4).